Event description:
It was reported during the introduction of the guide wire through the needle, it was impossible to insert it and then it was difficult to remove it. The swg and needle were removed together and a new insertion was successfully performed. The swg was unraveled. No consequence or injury reported for the patient.

Manufacturer narrative:
(B)(4).